Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a hakim valve: the valve was implanted via v-p shunt in (B)(6) 2012 with an unknown setting. On (B)(6) 2020, it was found through shunt contrast suspected valve occlusion and the setting could not be changed; therefore, the valve was removed and etv was performed.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: review of the history device records for the valve, product code 82-3113 with lot clmc0y, conformed to the specifications when released to stock on the 15th november 2010. Failure analysis: the valve was visually inspected; biological debris was noted on the cam mechanism as well as needle holes in the needle chamber. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. Leaked from the needle holes in the needle chamber. The valve passed the test for occlusion, reflux and pressure. The valve was retested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing and biological debris was found on the spring, on the spring pillar on the ruby ball in the seat of the ruby ball on the cam mechanism and the base plate. The cam magnets were controlled and failed. The root cause for the crack and bump mark found in the valve casing is due to the valve receiving a hard knock. The root causes for the issue reported by the customer for the programing issue was due to abnormal polarization of the cam magnets, and biological debris found on the spring, on the spring pillar on the cam mechanism and on the base plate. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the "IFU", ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. No root cause was possible for the occlusion issue reported by the customer as no occlusion was noted during the investigation of the valve. The possible root cause for the occlusion noted by the customer could have been caused by biological debris interfering with the valve mechanism, at the time of investigation no occlusion was noted.

Event description:
N/a.